Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had controller issues. The controller would not connect with the ins because the screen would go from looking for device to no device found. The patient had tried to do multiple controller resets but nothing they did resolved the issue. The patient was currently in the hospital to do therapy but they were having trouble with their back because their ins battery was currently depleted. It was noted the patient did not believe they had ever let the ins battery deplete before but they were unable to get the ins charged. The patient mentioned they had difficulty positioning the recharger because their shoulders were bad. The issues started about 4 days ago. The patient was walked through the charging screens. The green light was flashing above the screen, the controller battery was 100%, and the ins displayed a red triangle. They only saw recharging on the screen before the screen changed to battery empty 79. They had previously seen passive recharge mode screens. There was no damage to the battery pack or controller compartment pins. It was confirmed the controller powered on with an empty battery compartment when plugged into ac power supply and there was a flashing green light above the screen after reinserting the battery pack. Additional information received reported that the pt called back and reported that they did receive their controller - pt stated they were still getting "no device found". Pss tried to walk pt through passive recharge mode but pt stated a message popped up and stated they needed to charge the controller battery. Pss instructed to charge the controller. Pss reviewed that the controller will not show the charge level because her ins battery is dead. Pss told pt to charge the controller until the green light is solid. Pss reviewed to connect the rtm and do the passive recharge mode to connect and charge the ins battery once the controller battery is charged complete. Pt said they followed the instructions to program their controller and were still unable to recharge. Pt was seeing the setup screen when on the call, went through the steps and then it was prompting to connect the recharging. They saw the no device found/unable to recharge screens. Pt inspected the recharger telemetry module (rtm) and said it looked good. Pt said when they had connected the rtm previously and put it against their back, they felt a little zap from the cord. Pt said the rtm does get hot when recharging and that it had drained the controller battery very quick. Pt said it was really hard to get around with the pain in their back due to the ins not working. A replacement rtm was sent out. The patient later called back with the replacement rtm and by the end of the call they were charging the ins with excellent quality.